Manufacturer narrative:
Product event summary: the device was not returned for analysis. Performance data collected from the device memory indicated a partial electrical reset and the egm (electrogram) was not available. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device wasreceived and analyzed. Analysis of the device memory indicated the egm (electrogram) was not available. (B)(4): 6935 implantable tachy lead 2009-(B)(6), concomitant product: 5076 implantable pacing lead 2009-(B)(6), (B)(4).

Event description:
It was reported that invalid data for lead impedance was noted from the remote monitor transmission. It was also reported that parity errors occurred which were bit flips and that the patient reported receiving radiation therapy during that time. The device remains in use. No patient complications have been reported as a result of this event.